Event description:
Dr implanted a 51-421-20 in a pt. Dr placed the detachable plate first, attached the body then placed the second plate. Before completion of the procedure the detachable plate separated from the body. The dr had a difficult time but felt he had reattached it. X-rays the following day revealed the plate had separated from the body. Dr did second procedure, removed the first distractor and replaced with a williams zurich 51-416-20.